Manufacturer narrative:
H.6. Investigation: investigation summary: bd received samples and photos from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode for poor barrier separation with the incident lot was not observed. Additionally, retention samples were selected from bd inventory for evaluation/testing and upon completion, no issues were observed relating to poor barrier separation as all samples met specifications. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Investigation conclusion: based on evaluation of the customer and retain samples, the customer¿s indicated failure mode for poor barrier separation with the incident lot was not observed as all samples met the required specifications. Root cause description: based on the investigation, a root cause could not be determined. The product was found to be in conformance and meet release specifications. Rationale: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends. H3 other text: see h.10.

Event description:
It was reported with the use of the bd vacutainer® rapid serum tube (rst) blood collection tubes thrombin there were 5 occurrences of gel not separating the serum from the cells between lot#'s 180706 and 180808.

Manufacturer narrative:
The manufacturing location for this product is (B)(4). This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 180706; medical device expiration date: 2019-09-30; device manufacture date: 2018-09-25; medical device lot #: 180808; medical device expiration date: 2019-10-31; device manufacture date: 2018-11-06. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported with the use of the bd vacutainer® rapid serum tube (rst) blood collection tubes thrombin there were 5 occurrences of gel not separating the serum from the cells between lot#'s 180706 and 180808.